Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the suture sleeve tied-down 7.8-10.1 cm from terminal pin. Circular depression (not through) in the insulation coils underneath slightly parted, 9.4 cm from terminal pin. Cut through (9.5 cm from terminal pin) in the insulation near the compressed insulation; this cut corresponds to cut noted in the suture sleeve. No other damages observed in the insulation. Insulation circularly compressed under the suture sleeve tie-down most likely due to over-tight the suture. Cut through in the insulation in area of suture sleeve apparently due to removal of suture. No other damages in the insulation observed.

Event description:
Boston scientific received information that the insulation of this right atrial (ra) lead body was damaged. The ra lead was explanted. No additional adverse patient effects were reported.